Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).

Event description:
During the index procedure the patient had 2 resolute integrity rx drug-eluting stents implanted in the lad. It was reported that 1 day post index procedure the patient suffered an mi and underwent pci. The investigator assessed that there was a possible relationship between the event and the study device. Patient discharged 2 days after index procedure.